Manufacturer narrative:
The customer's cobas liat analyzer (s/n (B)(4)) was requested to be returned for evaluation and repair. From the data inspection, it was identified that multiple tube leakages could be observed. The alleged false positive result for run number 1252 is a direct result of tube leakage liquid interfering with the optical system leading to the observed false positive results. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves have been launched. The implementation of both the software and the updated script have shown a reduction in the calculated false positive rate. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test product code qjr, catalog number 09211101190. (B)(4).

Event description:
The customer alleged discrepant results generated from a cobas® liat® system (s/n (B)(4)). A customer from the united states alleged that they received potential false results for 3 patients¿ samples tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that on (B)(6) 2021 they observed a sars-cov-2 positive, influenza a negative, influenza b negative result for a patient¿s sample analyzed on the cobas® liat® system (s/n (B)(4)). The patient¿s same sample was repeat tested on a different platform the bio-fire analyzer that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. The patient¿s sample was repeat tested a second time on the same cobas® liat® system (s/n (B)(4)) that generated a sars-cov-2 positive, influenza a positive, influenza b negative result. The customer reported that on (B)(6) 2021 2 patients¿ samples analyzed on the cobas® liat® system (s/n (B)(4)) generated sars-cov-2 positive, influenza a negative, influenza b negative results for both patients¿ samples. Both of the patients¿ same samples were repeat tested on a different platform the bio-fire analyzer that generated sars-cov-2 negative, influenza a negative, influenza b negative results for both patients¿ samples. Patient sample was collected using nasopharyngeal swab in transport medium ¿ viral, m4rt tube, 3 ml. The customer confirmed there was no allegation of harm to the patients. All results were reported out to the patients and/or personnel treating the patients. Three (3) mdrs will be filed one for each sample as per FDA guidance.